Event description:
New information notes that dislodgement was confirmed via x-ray.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on and an x-ray was also done on the right ventricular (rv) lead. The physician elected to reposition the rv lead. The patient was in stable condition.